Manufacturer narrative:
(B)(4).

Event description:
It was reported by a medical professional that during a generator replacement surgery, the replacement generator was showing high impedance upon systems diagnostics and generator diagnostics. Diagnostics of the previous device, prior to disconnection were within normal limits. The pin was visualized to be past the connector block and the physician had heard two clicks. The previous generator was reconnected with the lead and was still within normal limits, but the new generator still had high impedance. The lead was inspected and it was reported there were no issues with the lead. At that time, it was suggested that a new generator be used. The call was ended at that time, so the case could be completed. Follow-up from the company representative provided that the test resistor was connected to the generator during the generator diagnostics and high impedance was observed. The generator with the high impedance was not implanted and a separate generator was implanted and the diagnostics were reported to be fine. The generator which was opened but not used has not been received to-date. Additional relevant information has not been received to-date.

Event description:
A review of the manufacturer¿s in-house programming history database provided information for the date of surgery. The data showed that no diagnostics testing had been performed during surgery to clear the impedance value from manufacture of the device stored in the device memory. The stored value indicated high impedance, but is not representative of the impedance while connected to the lead, while implanted with the patient.

Event description:
Analysis was completed for the returned generator. The report of high impedance and suspected generator issue was not duplicated. Various electrical loads were attached and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, an in-line cavity go gauge test, verified the proper lead cavity dimensions. A test lead was able to be fully inserted past the negative connector block. The generator performed according to functional specifications. The battery measured 3.164 volts and 2.627% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the downloaded data from the generator revealed no anomalies. Review of the DHR for the suspect device revealed the product met specifications prior to distribution.

Event description:
The generator which was opened and not used was received by the manufacturer. Analysis is underway, but has not been completed to-date.